Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the last day the patient wore the device. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a german patient had passed away. The exact date of death is not known. The patient reportedly passed away between (B)(6) 2018. Per review of the downloaded data, the patient last wore the device on (B)(6) 2018. The device was shutdown at 19:18:04. Per review of the downloaded continuous ECG data, the patient was in ventricular tachycardia (vt) at 165 bpm at 18:26:19. The lifevest properly detected the arrhythmia but a treatment was not delivered as the response buttons were used and the vt spontaneously converted back to a sinus rhythm. Additionally at 18:39:13, the patient was in a sustained vt at 170 bpm lasting for 7 minutes which was not detected by the lifevest. Short runs of vt continued until 18:50:10. It is unknown if the patient was conscious at this time. The patient's rhythm then transitioned to sinus tachycardia at 100 bpm until the end of the ECG recording. The vt was not treated because all of the detection algorithm's criteria for declaring an arrhythmia had not been met. The patient's rate of vt did exceed the programmed threshold; however, the morphology of the arrhythmia too closely matched the patient's baseline and the rhythm was unable to be distinguished as vt. The patient was last seen in a life-sustaining rhythm. There is nothing to suggest that the run of vt contributed to the patient's eventually passing at an unknown date. There were no deficiencies alleged. The monitor was fully functional upon receipt. There is no indication that the lifevest caused or contributed to the patient death.